Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with an infant heel warmer. The customer reports an infant heel warmer with the activator disc was used to warm a patient's arm prior to piv insertion. The warmer was placed on the patient and when the rn returned to the bedside the warmer had leaked on the patient's arm. The patient's arm was wiped down and check for skin irritation. The customer reports that there was no harm to the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch number (B)(4).